Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was cracking. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. The dso seal was replaced and the device then passed all testing.

Event description:
It was reported that device had experienced faulty occlusion alarm during priming. Evaluation of the returned device found a cracking downstream occlusion seal, but the reported issue was not duplicated during functional testing.